Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. Insulation degradation was noted at 4.7 cm from the connector pin.

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited an insulation and sensing anomalies. The lead was cut, capped and replaced. The patient was in stable condition and discharged the following morning.